Manufacturer narrative:
The syringe driver was received for analysis. During testing, the reported event of difficulties using the release mechanism could be confirmed. No axial movement was noted along the knob shaft when the nut release knob was manipulated. Dents on the edge of the plunger block were noted, indicating that tools and excessive force had been utilized, likely in attempts to free the nut release knob. Orange residue on the linear shaft was noted, indicative of perfusate contamination. Green residue indicative of corrosion was noted on the copper block indicating contamination by perfusate and/or cleaning fluids. The customer and field service engineer respectively stated that they used warm soapy water and sani wipes to clean the syringe pump assembly. The root cause of the reported event was ingress to the spring assembly of the nut release knob, likely causing the knob seizure and the abnormal resistance of the plunger block traveling over the lead screw.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Manufacturer narrative:
The reported event of a stuck syringe driver release mechanism was able to be confirmed. During testing, the issue was able to be replicated. After cleaning the driver, the mechanism started to release more smoothly. The syringe driver was removed and replaced as a precaution in the event that it was damaged during its previous stuck state. The device subsequently passed all applicable testing.

Event description:
It was reported that the syringe driver of the metra device would not release. The site noted that the driver is routinely cleaned after use and that cleaning is required in order to allow for movement of the syringe pump.